Event description:
Customer stated that the maxar sensor was providing high spo2 readings. The sensor was showing spo2 in the 90% range while the arterial blood gas (abg) showed values 20% lower.

Manufacturer narrative:
The lot number is unk and therefore, the date of manufacture cannot be determined. Sample is expected to be returned. If additional info becomes available, a follow-up report will be submitted.